Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her blood glucose was 170 mg/dl when a threshold suspend was activated on her insulin pump, due to a 67 mg/dl sensor reading. During troubleshooting the customer's blood glucose as 124 mg/dl and the sensor glucose value was 85 mg/dl. The customer stated she had not noticed any bent cannulas on the previous sensor. Proper sensor insertion and calibration techniques were discussed. Nothing further was reported.